Event description:
It was reported that the venous catheter port (luer) cracked. The catheter was repaired using sterile scissors and gloves, 5 minute sterile soak, replaced with quinton beta cap adapter.